Event description:
Nurse reported valve on the tubing came apart while assessing why the fecal management system kept expelling from the pt's rectum.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party mfg site. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.